Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance and loss of capture. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.